Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6006473, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006473 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac # m12 on 04-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing lot 4c05392 was manufactured according to the wi version 27 and assembled in the quickset line, on 04-apr-2024, with a total of (B)(4) units. Lot 4c05393 was manufactured according to the wi version 27 and assembled in the quickset line, on 04-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4c04397 was manufactured according to the wi version 41 and manufactured in the line mp04, mp08 on 02-apr-2023, with a total of (B)(4) units. The lot 4c03435 was manufactured according to the wi version 41 and manufactured in the line mp04, mp05, mp08 on 08-mar-2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. No further information available.